Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging worsened high blood pressure, crest syndrome, diabetes, headache, sleep dysfunction and also taking metformin, hydroxychloroquine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP and mechanical ventilator devices.the manufacturer received information alleging worsened high blood pressure, crest syndrome, diabetes, headache, sleepdysfunction and also taking metformin, hydroxychloroquine.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in air path. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer could not able to provide the information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.